Event description:
The customer stated that the handpiece was running by itself during a case. There were no reported adverse consequence as a result of this event.

Manufacturer narrative:
The handpiece was received for evaluation. According to the investigation details, several internal components were found to be corroded. The cause for corrosion is most likely due to improper cleaning and sterilization procedures by the account. The instructions for use supplied with this handpiece detail proper procedures. Components were replaced and preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.